Event description:
It was reported that during a hand assisted laparoscopic right colon procedure, the device tore when entering hand around the ring. There was no consequence to the patient at the time.

Manufacturer narrative:
Information anticipated, but unavailable at this time.